Event description:
It is reported that the pt was revised due to the rim of the liner breaking.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.